Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (fails power-on self-test) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a physically damaged d302 inductor on the bedside pca. The root cause for the damaged d302 inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger failed a power on self test.